Event description:
During a procedure, the breaking pattern of the m2 segment of the left middle cerebral artery compromised advancement of tapered nipple, forcing the microdelivery catheter proximally and resulting in less optimal lesion coverage with the subject device. No complications were reported to have occurred with the patient as a result of this event.